Manufacturer narrative:
The device was stated to be available for return to the manufacturer for analysis, but it has not been returned. The alleged device issue could not be verified. If it is received at a later date, an investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil separation as a potential complication associated with use of the device. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that while treating a watchman leak, a embolization coil implant was selected as the 7th coil for treatment. The coil would not fit in the coil pack so the physician pulled the coil back, but the coil disconnected from the pusher wire and the pusher wire unraveled in the catheter. The physician uses a balloon to trap the coil against the catheter and pull it out. The coil pack was sufficient and they were satisfied with the outcome. They did not need to place another coil and the procedure was completed. There was no injury.

Manufacturer narrative:
The investigation of the returned coil system found the implant separated from the pusher and stretched and broken at the proximal section. The portion of the implant proximal to the break site was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces exceeding the implant's yield and tensile strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that while treating a watchman leak, a embolization coil implant was selected as the 7th coil for treatment. The coil would not fit in the coil pack so the physician pulled the coil back, but the coil disconnected from the pusher wire and the pusher wire unraveled in the catheter. The physician uses a balloon to trap the coil against the catheter and pull it out. The coil pack was sufficient and they were satisfied with the outcome. They did not need to place another coil and the procedure was completed. There was no injury.